Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's humidifier holder was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was pointed that humidifier holder was defective. On-site investigation was performed. According to received information in service report, side rail had missing pin, side rail replacement solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Missing pin would not affect ventilation. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.